Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had no minute ventilation, and the tidal volume could not be used. The device was in clinical use when the issue occurred; the patient was reported to be an 85-year-old male. Based on the information currently provided and available, it was reported that during clinical and therapeutic use of the v60 ventilator, the device was found approximately 30 minutes after initiation of therapy to "have no minute ventilation and not tidal volume." The specifics of the alleged device malfunction have not been provided, and it is currently unclear if the reporter was referencing the therapeutic gas delivery of the device or monitored measurements illustrated on the device graphic user interface (gui). During the event in question, the patient (non-invasive ventilation, primary diagnosis respiratory failure and low oxygen saturation of an unspecified value) was reported to exhibit rapid breathing (breath per minute unspecified) with an spo2 (saturation of peripheral oxygenation) reported to be 80%. The patient was promptly removed from the ventilator and a placed onto a backup device (unspecified make/model) where their spo2 was noted to have recovered to greater than 90%. Based upon this information, there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). Cause and/or contribution cannot be confirmed nor refuted based upon the information currently provided. Further good faith efforts are required to determine the presence of any device cause/contribution and the potential relationship to the reported patient adverse event. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no delay in therapy and/or medical intervention reported. Further good faith efforts with the km responder yielded no additional relevant clinical information. Therefore, the previous dispositioned clinical assessment remains as stated with no amendment or change. In addition, the customer declined to have the device serviced by philips and went through a third-party company for repairs. It was reported that the flow sensor assembly was replaced to resolve the issue. The device was returned to service.